Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be two missing standard screws. To correct the condition, the standard screws were replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to be missing two standard screws. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.